Manufacturer narrative:
Images described in the complaint were reviewed. It is noted that one of the slice has different parameters. The IFU specifies: "pixel size, image size, acquisition orientation and table height must remain constant during acquisition". On this occasion all the slices didn't have the same image size. IFU was not followed for images acquisition. It is the cause of the issue.

Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the planning of the surgery, after loading patient image from the cd, the images were not available in rosanna software. The field service engineer entered in the maintenance session and deleted a slide form the patient image which had a large size. The patient image then appeared in the rosanna software once the system was restarted.